Event description:
It was reported, the patient had revision surgery about 6-7 months post-implant ((B)(6) 2012) due to leads migrating.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n321341, implanted: 2012 (B)(6); product type accessory product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).